Event description:
Pump was returned for servicing with a vague report of turning on and off by itself. Information was not provided regarding whether or not the pump was in use or on a patient when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, patient injury, medical intervention, age of patient, or medication involved.